Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking event on (B)(6) 2024. Fell off was non-serialized product being replaced. No further information available.